Manufacturer narrative:
Additional information was received indicating: the product issue did not cause or contribute to patient or clinical injury. Per reporter "the patient is doing well." Updated d4.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was programmed incorrectly. It was reported that the patient exhibited hyperkinesia. Per reporter the pump was subsequently programmed correctly and the patient was "feeling better again." No additional adverse effects were reported.